Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer powered up to an error. It was noted that the standoffs were inspected and the link electronic module board was reseated and calibrated. (B)(4).

Event description:
It was reported that the programmer powered on to an error. It was additionally noted that the user had it repeat a couple of times. The programmer was returned for service. No patient complications have been reported as a result of this event.